Event description:
This customer reported an intermittency of their pads adapter cable.

Manufacturer narrative:
This customer reported an intermittency of their pads adapter cable. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.